Manufacturer narrative:
The exact date of event is unknown.

Event description:
The spouse of the patient contacted boston scientific to report that the patient has experienced life-threatening sepsis and mycobacterium seeding of the prostate since undergoing a water vapor therapy procedure. The spouse of the patient expressed concerns about the urologist who performed the procedure and inquired if boston scientific could provide further assistance. The boston scientific patient services specialist recommended contacting the urologist for additional input on treatment options or for a referral for a different urologist.

Event description:
The spouse of the patient contacted boston scientific to report that the patient has experienced life-threatening sepsis and mycobacterium seeding of the prostate since undergoing a water vapor therapy procedure. The spouse of the patient expressed concerns about the urologist who performed the procedure and inquired if boston scientific could provide further assistance. The boston scientific patient services specialist recommended contacting the urologist for additional input on treatment options or for a referral for a different urologist.

Manufacturer narrative:
B3 the exact date of event is unknown. The device is not available for analysis. A device history review could not be performed as no batch number was reported. Review of the instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label, or failure to follow instructions. The IFU list infection and sepsis as a potential risk associated with the procedure. Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.